Event description:
It was reported that the patient experienced infection at implant tooth site #22, with associated abscess. The patient felt the pus outflow at the implant site. The patient came to the clinic for examination and the abscess and infection were found. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 63757001. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record st# (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63757001 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: infection.

Event description:
No further event information is available at the time of this report.